Event description:
It was reported that the pt felt warmth over the implantable loop recorder (ilr) during an MRI scan. The MRI scan was aborted. There was a reported "round area of redness" located superior to the top of the ilr device, which the pt indicated an ECG electrode had been placed. The pt also indicated that she did not have this reaction to the other two skin ECG electrodes placed elsewhere on the body. The pt was discharged home and reported the sensation dissipated after about an hour. No further pt complications were reported.

Event description:
It was reported to baxter (B)(4) that two intermate lv250 devices were leaking during set-up. This is report number 1 of 2. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation confirmed the reported condition of a leak. The root cause was determined to be insufficient bonding. This device is a single use device and was discarded. Batch review determined that no nonconformance reports were documented for this lot during manufacturing. Trend review determined that baxter has received similar reports. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.